Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs and the device alarmed button error. Customer stated they do not recall any significant events that led to the alarm or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 103 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The escape and act buttons did not respond due to corroded keypad traces. No weak battery alarm could be confirmed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube.